Event description:
The following report was received from the FDA (B) (4): the complaint received states that after trapease ivc filter implantation the pt developed ilio-caval thrombosis. This is a male pt with medical history including hypertension, dvt, recent craniotomy and s/p prostatectomy. The pt presented with dizziness and unsteady gait. Duplex sonography revealed left posterior tibial deep vein thrombosis (dvt). Bilateral iliac veins and vena cava were free of thrombus. A trapease filter was placed and the pt was discharged home. There are no details regarding the implantation procedure, nor for any anticoagulation regimen. At an unk time post implantation, the pt presented with lower extremity swelling and difficulty with ambulation. Duplex sonography revealed new ilio-caval thrombosis. It is unk what/if treatment was given. The ivc filter remains implanted thus unavailable for analysis.

Manufacturer narrative:
This report was initially reported on a voluntary medwatch (B) (4). There is no sterile lot number info available thus, no DHR could be performed. Thrombosis is a well known potential adverse event associated with ivc filter implantation. There is no sterile lot number info available thus no DHR could be performed; however, inspections are in place to ensure that no damaged products are released for marketing. No corrective action is required at this time. Review of the very limited info suggests that vessel and pt factors may have contributed to the reported event.